Manufacturer narrative:
(B)(4). This complaint for particulate matter was confirmed in the lab. Renal quality engineering, along with manufacturing and quality personnel, will continue to monitor this product line for trends and will take corrective /preventive action as appropriate.

Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
A baxter sales representative (bsr) left a voice message for corporate product surveillance (cps) (B)(4) 2011 to relay a customer report received on an unknown date for unknown quantity (several) unspecified transfer sets in which hairs were detected molded to the end of the patient connection before use when the product was received on an unknown date. Cps made contact with the nurse who confirmed they had one transfer set with a hair molded into it. The nurse saved the transfer set and elected to return the sample. The nurse was also able to provide the lot information. No injury or medical intervention was reported.